Manufacturer narrative:
The customer¿s report that the male luer of the tubing broke off inside the non-bd connector was confirmed. Visual inspection of the set showed that a male luer tip was broken off into the female port of the non-bd connector. Closer inspection under magnification showed stress marks at the break site of the male luer tip. No tool marks were observed. An attempt to remove the male luer tip from the connector was not successful. Functional testing was deemed unnecessary due to the damage. The root cause of the break is excessive force as indicated by the visible stress marks on the broken male luer tip.

Event description:
The customer reported that the male luer of the tubing broke off inside the nonbd connector while connected to a child. There was no harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Customer declined to provide age or date of birth but patient is a child.

Event description:
The customer reported that the male luer of the tubing broke off inside the nonbd connector while connected to a child. There was no harm.